Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated he was in the middle of giving himself a bolus and his insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 228 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No blank display anomalies were noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube window, and a cracked case at the display window corners.